Manufacturer narrative:
(B)(4). Date sent: 7/25/2025. B3: event year only reported: 2025. D4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The lot (y7053c) history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, using it, a message appeared indicating a pressure drop, but the clamp literally broke at one of the blades, rendering the system useless. Ultimately, the fragment had to be removed and another clamp used to complete the surgery. There were no patient consequences.